Event description:
Pneumatic transport ventilator was dropped and damaged, but hospital continued to use it. In subsequent use, the cycle/CPAP toggle switch was accidentally hit (and switched to CPAP position). Ventilator stopped cycling, but was switched back - no injury to patient.

Manufacturer narrative:
This is the first complaint of this nature we have had in twenty years. (Cycle toggle inadvertently hit). Due to the drop, we had to replace the case, front panel, pressure gauge, and control valves. We also installed a finger guard for the toggle switch in question, which is included in every mvp10 we build now, but was not included when this unit was built in 1989.